Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found with lens damaged and dso seal bubbled. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. According to the investigation the customer concern "failed volumetric test" was confirmed and the pump was slight over infusing around 3%. The investigation confirmed that the pump expulsor was out of spec. Service will trimmed the expulsor to bring it into normal range. The problem source of the reported problem is unknown.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.